Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the capsule damage occurred during advancement of the dcs. A 5-minute procedural delay occurred.

Event description:
It was reported that during a transcatheter aortic valve procedure for a patient with severe aortic stenosis, the right femoral artery was used to advance the transcatheter aortic valve delivery catheter system (dcs). The artery was tortuous and calcified, and the patient's high body mass index (bmi) of more than 40 made insertion of the dcs very difficult. The implanting team attempted multiple times to advance the system without an external sheath, but it was not possible to navigate the bends of the right iliac and aorta. The dcs was removed from the patient¿s body to use a non-medtronic guidewire (lunderquist), and upon examination, damage to the delivery system¿s capsule was observed. As a precaution, the valve and delivery catheter were discarded as they were removed from the patient¿s body during the procedure. A new valve and delivery system were used, and the procedure continued normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0013071651); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.